Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the moderately tortuous and moderately calcified distal left anterior descending (lad) coronary artery. A 2.75 x 15 mm tenku rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation prior to use. The bdc was advanced with no resistance to the lesion and on the third inflation to 12 atmospheres the balloon ruptured. The bdc was removed from the anatomy and replaced with a non-abbott bdc in order to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.